Manufacturer narrative:
As reported, the 5 x 200 mm 155 cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured. It was unknown how the procedure was completed. The procedure was finished successfully. There was no reported patient injury. The target lesion is unknown. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is unknown. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, the saber pta balloon was delivered to the lesion and inflated before rupture was noted. The device was not returned for analysis. A device history record (DHR) review of lot 17627898 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the saber pta balloon catheter (rx 5 mm 20 cm 155) ruptured. There was no reported patient injury. The target lesion is unknown. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is unknown. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. Initially, the saber pta balloon (complaint product) was delivered to the lesion and inflated. However, the saber pta balloon catheter (complaint product) ruptured. It was unknown how the procedure was completed. The procedure was finished successfully. The product will not be returned for analysis.